Event description:
It was reported that the customer was in the emergency room due to high blood glucose. The mother stated that the customer experienced nausea and vomiting. Troubleshooting was performed. The customer stated that she left the hospital on (B)(6), and the paramedics took him back to the hospital the next day with the same problem. The time and date were not correct. Assisted the caller with correcting them. The programming on the insulin pump was correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.